Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "pump displays 'on battery' while plugged in to an outlet. It does not alarm when disconnected from the outlet. It was confirmed that the power cord was securely connected to the pump. The [clinical support specialist] suggested that they try powering the pump off and immediately back on but the staff wanted to wait for the md to come in to do this. Follow up with staff said the patient is in the or now for a CABG. They are now on bypass, and the iabp was on standby. They attempted to power the pump off and back on, but there is still a message 'on battery' on the display. The green and yellow power indicator lights are both lit. Staff is concerned that the pump will not alarm if the pump were to be unplugged without notice. The [clinical support specialist] recommended that they remove this pump from service, and have it sent to be checked out by bio-med. They will get a different pump to use when patient come off of bypass. The [clinical support specialist] attempted to follow-up about whether they have successfully switched pumps with no response." No report of patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "pump displays 'on battery' while plugged in to an outlet. It does not alarm when disconnected from the outlet. It was confirmed that the power cord was securely connected to the pump. The [clinical support specialist] suggested that they try powering the pump off and immediately back on but the staff wanted to wait for the md to come in to do this. Follow up with staff said the patient is in the or now for a CABG. They are now on bypass, and the iabp was on standby. They attempted to power the pump off and back on, but there is still a message 'on battery' on the display. The green and yellow power indicator lights are both lit. Staff is concerned that the pump will not alarm if the pump were to be unplugged without notice. The [clinical support specialist] recommended that they remove this pump from service, and have it sent to be checked out by bio-med. They will get a different pump to use when patient come off of bypass. The [clinical support specialist] attempted to follow-up about whether they have successfully switched pumps with no response." No report of patient harm or injury. The patient status is reported as "fine".